Event description:
Minimed sold reporter an insulin pump 5 months ago claiming it was waterproof. Reporter has now received a letter telling them it is not waterproof. That was one of the main reasons reporter purchased the pump. Rptr called and asked MFR to refund their money so they could get one that was waterproof. Minimed would not take the product back. Reporter was sold a medical product with a claim of waterproof, they now say it isn't waterproof and will not take it back. Reporter is very active with water activities and this has a very real negative impact on the control they are able to maintain since they now have to disconnect the pump. All reporter is asking for is minimed to take the pump back so they can get one that meets their everyday needs. They refuse to do it.